Event description:
During an endoscopy procedure in the esophagus, the user had a problem with a cook hercules 3 stage balloon. A few weeks ago, they had two (2) balloons break along the shaft of the device. No section of the device detached inside the endoscope or pt. Another dilation balloon of the same type was used to finish the procedure. The medical facility didn't mention anything to cook at that time because they thought the fellow may have been heavy handed when they were removing the balloons. See mdrs 1037905-2012-00321 and 1037905-2012-00322. Several attempts were made in an effort to collect add'l info regarding pt impact. The complaint did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The add'l info provided indicated the balloon did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation . The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during removal from the endoscope accessory channel. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continue to become available. Add'l comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.